Manufacturer narrative:
A supplemental report is being submitted for additional information to: -a5a. Ethnicity -5b. Patient race -b1. Adverse event or product -b2. 2. Outcome attributed to adverse event -b5.desc evt problem -h6 patient codes -h6 device codes -additional codes: img this information was received from the mechanical circulatory support product surveillance registry study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ventricular assist device (vad) exhibited low flows during the hospitalization. The patient was also reported to have had positive blood cultures for candida parapilosis fungemia. The infection was treated as an endovascular infection in the setting of vad and it was suspected that the candidemia was related to gut translocation due to hypoperfusion. The treatment plan was to complete six (6) weeks of endocarditis dosed intravenous antifungal medications followed by indefinite prophylaxis dosing in the setting of a retained vad.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions taken, and device performance. Correction h6: patient ime code and imf code were updated accordingly. Annex g code was added. Revised product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the autologs report revealed a slight decrease in power consumption beginning 28/oct/2019, followed by a sudden decrease in power consumption on 06/nov/2022. 199 low flow alarms were logged since 21/oct/2019. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient presented with clinical concerns of hemorrhagic cerebrovascular accident (hcva). Patient symptoms included worsening bilateral posterior headache, emesis, right facial droop, slurred speech and unsteady gait. Head computerized tomography (CT) showed an acute hemorrhage within the right cerebellum with mass effect and compression of the fourth ventricular outlet with mild right inferior cerebellar tonsillar herniation. The patient received fresh frozen plasma, prothrombin complex concentrate, vitamin k, and continued with home anti-hypertension regimen. The patient is a participant in the ventricular assist device (vad) destination therapy post approval clinical study. Additional information from the site indicated that the patient had positive blood cultures for candida parapilosis fungemia. The infection was treated as an endovascular infection in the setting of vad and it was suspected that the candidemia was related to gut translocation due to hypoperfusion. The treatment plan was to complete six (6) weeks of endocarditis dosed intravenous antifungal medications followed by indefinite prophylaxis dosing in the setting of a retained vad. It was further reported that the patient had bradycardia approximately two (2) months prior. During hospitalization for the hcva, the patient had intermittent asymptomatic bradycardia again. The patient went into junctional rhythm with vad low flows and lightheadedness. There was a concern that bradycardia was driven by increased intracranial pressure. Repeat head CT was stable, and the patient was treated with fluid. Electrophysiology was consulted and a leadless pacemaker placement was performed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection, cardiac arrhythmia, and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had bradycardia approximately two (2) months prior. During hospitalization for the hcva, the patient had intermittent asymptomatic bradycardia again on (B)(6) 2019. The patient went into junctional rhythm with vad low flows and lightheadedness. There was a concern that bradycardia was driven by increased intracranial pressure. Repeat head CT was stable, and the patient was treated with fluid. Electrophysiology was consulted and recommended a leadless pacemaker placement which was performed on (B)(6) 2019.

Manufacturer narrative:
### A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the autologs report revealed a slight decrease in power consumption beginning (B)(6) 2019, followed by a sudden decrease in power consumption on (B)(6) 2022. 199 low flow alarms were logged since (B)(6) 2019. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient presented with clinical concerns of hemorrhagic cerebrovascular accident (hcva). Patient symptoms included worsening bilateral posterior headache, emesis, right facial droop, slurred speech and unsteady gait. Head computerized tomography (CT) showed an acute hemorrhage within the right cerebellum with mass effect and compression of the fourth ventricular outlet with mild right inferior cerebellar tonsillar herniation. The patient received fresh frozen plasma, prothrombin complex concentrate, vitamin k, and continued with home anti-hypertension regimen. The patient is a participant in the ventricular assist device (vad) destination therapy post approval clinical study. Additional information from the site indicated that, in addition to the low flow event, the patient had positive blood cultures for candida parapilosis fungemia. The infection was treated as an endovascular infection in the setting of vad and it was suspected that the candidemia was related to gut translocation due to hypoperfusion. The treatment plan was to complete six (6) weeks of endocarditis dosed intravenous antifungal medications followed by indefinite prophylaxis dosing in the setting of a retained vad. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with clinical concerns of hemorrhagic cerebrovascular accident (hcva). Patient symptoms included worsening bilateral posterior headache, emesis, right facial droop, slurred speech and unsteady gait. Head computerized tomography (CT) showed an acute hemorrhage within the right cerebellum with mass effect and compression of the fourth ventricular outlet with mild right inferior cerebellar tonsillar herniation. The patient received fresh frozen plasma, prothrombin complex concentrate, vitamin k, and continued with home anti-hypertension regimen. The patient is a participant in the (B)(6) clinical study. The vad remains in use. No further patient complications have been reported as a result of this event.